Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted there were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The patient sensor calibration check passed. The post-accelerated stress test 2 hour 15 min 8500ml simulated treatment was performed and completed with no problems or failures. There were no fluid leaks in the test cassette compartment during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after completing their pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior part of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient resumed treatment the following evening with a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after completing their pd treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. When the cassette door was opened there was fluid on the exterior part of the cassette and in the pump module area. In a follow up, the patient¿s pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient resumed treatment the following evening with a new cycler. The cycler is available to be returned to the manufacturer for physical evaluation.